Event description:
On (B)(6) 2013 it was reported that there was a problem with the programming system. It was stated that the problem was narrowed down to the connector between the wand and the handheld. It was reported that the handheld and serial cable would be returned to the manufacturer for product analysis.

Event description:
On (B)(4) 2013 the handheld and flashcard were returned for product analysis. Product analysis was completed on the handheld and flashcard on (B)(4) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No anomalies associated with the serial cable were identified during the analysis. During the analysis it was identified that the sync cable connector on the bottom of the handheld was damaged. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified.

Manufacturer narrative:
The sync cable connector on the bottom of the handheld was damaged.